Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the pancreas to treat a pancreatic fluid collection during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2022. During the procedure, the axios stent was unable to be fully deployed. The stent was removed from the patient partially deployed on the delivery system and another axios stent and electrocautery enhanced delivery system was implanted to complete the procedure. There were no patient complications reported as a result of this event.